Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of acute respiratory failure, septicemia, pneumonia and peritonitis in a patient coincident with dianeal pd2 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced acute respiratory failure and was hospitalized on (B)(6) 2012. During hospitalization, the patient was diagnosed with septicemia, pneumonia and peritonitis. The pd catheter was removed during hospitalization. Treatment was not reported. The patient remained in the hospital. At the time of this report the patient had not yet recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12c09084 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.